Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. There is an allegation of a death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a user contacted the manufacturer regarding the sound abatement foam correction/removal. There is an allegation of a death. Section b1 should also have been marked as "product problem". It is corrected on this report.

Manufacturer narrative:
Additional information was received on apr 08, 2025 and section h11 should be reported as: the manufacturer previously reported a user contacted the manufacturer regarding the sound abatement foam correction/removal. There is an allegation of a death. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer received the ventilator and observed no power cord or obm cover filter. An sd card was found inside the ventilator. There was no exterior thermal damage was observed. A power cord was attached to the ventilator and plugged into an ac source to charge up the internal and detachable batteries. A disposable filter was attached to the ventilator. The ventilator was turned on and let run for 63 minutes. No alarming occurred. The trilogy was set up on the bench test device and tested. The ventilator was taken apart to check the air flow path looking for contamination and there was no interior thermal damage was observed. The internal foam was black indicating it was not remediated. The black foam was intact, and no contamination was observed in any area of the flow path. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found multiple error codes. The manufacturer concludes that there was no evidence of sound abatement foam degradation. Sections d9, h2, h3 and h6 has been updated in this report.